Event description:
A customer contacted beckman coulter inc. (Bci) stating they noticed blood on the rockerbed and needle piercing station of the hmx autoloader instrument. The operator was wearing proper ppe and there was no exposure to open wounds or mucous membranes and there was no contact to eye or skin. There was no injury reported as a result of this event and medical attention was not needed.

Manufacturer narrative:
A field service engineer (fse) went on-site (B)(6) 2010 and replaced bent needle cartridge, removed tube forward striker plate and cleaned the plate and all sensors.